Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: medical device catalog #, unique identifier (UDI) #, medical device model #, device manufacture date. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module alarmed patient side occlusion was confirmed based on the review of the 'all infusion detail reports'; however, no device was returned for investigation. In the review of the ¨all infusion detail reports¨ it was found that from (B)(6) 2024, at 10:52 am to (B)(6) 2024, at 11:10 am, the suspect pump module sn (B)(6) alarmed patient side occlusion 115 times. All infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Per bd alaris system user manual (v12.1.2), to minimize the amount of time for the pump to generate an occlusion alarm while infusing at low rates (for example, < 5 ml/h) and very low flow rates (< 0.5 ml/h), do the following: consider the occlusion pressure limit setting and adjust it, as necessary. The lower the setting, the shorter the occlusion detection time. However, when infusing viscous or thick fluids (for example, lipids), the occlusion pressure limit setting may need to be increased to reduce false alarms. Use accessory devices, which have the smallest internal volume or deadspace (for example, use microbore tubing when infusing at low rates, shorter length of tubing, and so on) use lowest occlusion pressure settings when infusing at low or very low flow rates. High occlusion pressure settings result in longer time to alarm when an occlusion occurs. Time-to-alarm for occlusion can be affected by: occlusion pressure setting flow rate location of the occlusion infusion set and components fluid viscosity per bd alaris technical service manual (v12.1.2), the auto-restart mode setting determines the number of attempts (0 to 9) that the pcu makes to restart the infusion (following detection of a patient-side occlusion) before it alarms ¿occlusion.¿ there are two pressure modes available that determine the patient-side occlusion limit. The selected pressure mode can be unlocked or locked after being confirmed. Pump: the occlusion alarm threshold is 525 mmhg at flow rates of 30ml/h or greater. For rates less than 30ml/h, occlusion pressure is rate-dependent. Selectable: an occlusion limit of 50 to 525 mmhg (approximately 1 to 10.2 psi) can be selected in 25 mmhg increments. Laboratory testing could not be performed; device/product was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump module alarm for patient side occlusion could not be identified only through the review of the 'all infusion detail reports' and no device was returned for investigation.

Event description:
It was reported that during low flow rate medications such as pitocin, clinicians are receiving occlusion alarms. There was patient involvement but no harm. Additional information was received following customer discussion with the manufacturer clinical practice consultant. It was reported the pitocin is run as a primary infusing and connected to the distal port of another primary maintenance line through a peripheral IV. The initial rate of infusion is 1ml/hr and titrates up. The maintenance line is infusing at a rate of 125ml/hr. While the pitocin is infusing at 1ml/hr, the pump will alarm occluded. Once the pitocin is increased above 1ml/hr, the occlusion alarms stop.

Event description:
It was reported that during low flow rate medications such as pitocin, clinicians are receiving occlusion alarms. There was patient involvement but no harm. Additional information was received following customer discussion with the manufacturer clinical practice consultant. It was reported the pitocin is run as a primary infusing and connected to the distal port of another primary maintenance line through a peripheral IV. The initial rate of infusion is 1ml/hr and titrates up. The maintenance line is infusing at a rate of 125ml/hr. While the pitocin is infusing at 1ml/hr, the pump will alarm occluded. Once the pitocin is increased above 1ml/hr, the occlusion alarms stop.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.